Event description:
An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that the handheld was having intermittent communication issues with the new serial cable. The physician was provided and new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
A consultant was at a site and they reported that their programming system may be malfunctioning. The consultant performed a hard reset which did not resolve the problem. The site was having problems interrogating a patient's device. The consultants handheld and wand successfully interrogated the patient therefore ruling out a patient issue. It was confirmed that there was no emi in the room, the handheld was not plugged into the wall, and the programming wand green power light remained on for > 25 seconds when tested. The consultant reaffirmed again that he was able to interrogate the patient with his programming system in the same spot successfully. He used the physician's entire programming system to test his demo generator and was not able to successfully interrogate it. Next he used his own entire programming system which was able to interrogate the demo generator successfully. He then used the physician's handheld and cable with his own wand which was able to interrogate the demo successfully. Finally, he used his own handheld and serial cable but with the physician's wand and was not able to interrogate his demo generator. The wand and serial cable were returned for analysis. The wand was returned and no anomalies were noted in product analysis against function. The serial cable was also returned and analysis is pending completion.

Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld was completed on 10/02/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 10/02/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.